Manufacturer narrative:
The product was not returned, and a two-year analysis confirmed no indication of an adverse trend of alleged injury with 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez. Based on the information provided, 3m is unable to determine that the cause of the incident is attributed to the 3m¿ ioban¿ 2 antimicrobial incise drape. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling back at a 180-degree angle from the skin.

Event description:
A 6-month-old experienced a chest skin tear with post operative removal of a linen drape with 3m¿ ioban¿ 2 antimicrobial incise drape 6650ez that was allegedly stickier than usual. Saline was applied to aid in drape removal, and gauze was applied to the area with no medication or treatment provided. The customer discontinued use of the 3m¿ ioban¿ 2 antimicrobial incise drape 6650ez in pediatric patients. No medical interventions were provided.